Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "o2 ball" is not turning white when connected to o2. Reported product issue occurred before hooking up to the patient. Event occurred before therapy. Date of event was on 25-oct-23. No patient injury involved.

Manufacturer narrative:
Device evaluated by manufacturer. Evaluation codes: updated. Email is: (B)(6). Complete UDI - (B)(4). One device was received in with the input manifold loose on the bottom of the chassis and cracked CPAP and o2 knobs. Per functional testing, visual gas supply failure indicator did not turn from red to white when connected to o2 supply. The complaint was confirmed/duplicated. It was unknown what caused the failure, and it was suspected that the device may have been mishandled causing a problem with the gas supply indicator set. Replaced MRI battery, sintered filter and o-rings. Replaced o2 supply pressure indicator kit and tighten loose input manifold. CPAP and o2 knobs were both replaced. Installed new o-ring in the input manifold. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.